Manufacturer narrative:
Concomitant medical products: product ID: 8780 serial#: (B)(4), implanted: (B)(6) 2022, explanted: (B)(6) 2022. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 23-sep-2023, UDI #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal unknown morphine 12.5 mg/ml at 3 mg/day via an implanted pump. It was reported the event/difficulty occurred on (B)(6) 2022 during normal use. The patient reported they had fluid building up at spinal area, after pump implant procedure on (B)(6) 2022. Stating she was throwing up on (B)(6)2022 and since then noticed the fluid. The cause of the event was undetermined. It was reported the patient had a blood patch on (B)(6) 2022, and then a second one with exploration of the site (to include an additional purse string suture per the hcp), on (B)(6)2022. On (B)(6) 2022, the hcp replaced the entire 8780 catheter. The issue was resolved at the time of this report and the patient¿s status was ¿alive- no injury¿. The patient¿s weight and medical history were asked but unknown.